Manufacturer narrative:
Inspected 1 opened/used partial sensor and performed continuity resistance test and sensor passed per specifications and performed the sensor initialization test using a new lab transmitter with a paradigm pump. Connected the sensor to the transmitter and placed it in solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Unable to confirm needle anomaly due to customer did not return insertion needles. Cannot perform bts test as the sensor is beyond its expiration date. Unable to confirm adhesive anomaly to opened/used sensor a complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensor. The customer states the sensor went into threshold suspend. The customer's blood glucose level was 147mg/dl, and their sensor reading was 59mg/dl. The difference was found to not be within the acceptable range. The customer had issues with sensor tape not sticking. The customer was advised the sensor would be replaced and returned for analysis.